Event description:
It was reported that prior to an unknown procedure, when trying to screw a shear on the handpiece, the piece where you screw on the shears broke off. No pt consequence. Not known how case completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.